Event description:
It was reported that a patient, 69 years old, male, underwent an afib - paroxysmal procedure, suffered a surgical intervention and a cardiac tamponade, which required pericardiocentesis. During the case on (B)(6) 2013, left ventricle (lv) sound map was acquired and merge was conducted with placing the tip of the sound star catheter to right ventricle (rv). On the other hand, the approach for lv was made after puncturing the interatrial-septum centesis. After mapping and ablation at lv, the blood pressure reductions and the pericardial effusions were confirmed by the intercardiac cavity echo, and the physician diagnosed the cardiac tamponade. The pericardial drainage was performed and at that time, hemopericardium was observed. As the bleeding continued, thoracotomy was conducted for hemostasis. There were hematoma on the free wall side of rv and a little bleeding from it, and also the tip of shock lead was set near the bleeding part and it was confirmed that screw of the tip was penetrated to the epicardium. The patient condition became stable after the procedure. The next day of procedure ventricular tachyarrhythmia occurred, so sotalol was used then the patient condition was recovered. Half year later the patient condition was good. The physician commented as follows; as the catheter was 10 fr and too thick, it might raise pressure of catheter apical part. In addition, implanted defibrillator was set near the damaged part on free wall of rv. Therefore the defibrillator might be interfered with a lead of the catheter. Before and during the procedure there were no anomalies on the device.

Manufacturer narrative:
(B)(4).